Manufacturer narrative:
Based on info reported by the user facility in this case, there was no device malfunction on the part of the speaking valve. Pt death occurred due to user error of the device (tracheostomy tube cuff was inflated by a health professional while the valve was still in place). As the MFR of the valve, co takes special care to pack every valve with an extensive instruction booklet and caution labels that specifically state that the tracheostomy tube cuff must be deflated when the valve is in place. The caution labels are designed to be placed on the tracheostomy tube as well as a bedside or on the pts' chart. This unfortunate incident was due to human error.

Manufacturer narrative:
Based on info reported by the user facility in this case, there was no device malfunction on the part of the speaking valve. Pt death occurred due to error of the device (tracheostomy tube cuff was inflated by a health professional while the valve was still inplace. As the MFR of the valve, co takes special care to pack every valve with an extensive instruction booklet and caution labels that specifically stat that the tracheostomy tube cuff must be deflated when the valve is in place. The caution labels are designed to be placed on the tracheostomy, tube as well as at bedside or on the pts' chart. This unfortunate incident wa due to human error.

Event description:
Medical examiner called and reported an accidental death due to asphyxiation. His cuff of the pt's tracheostomy tube while the pt was wearing the speaking valve. Death occurred due to human error per medical examiner and hsp contact. Medical examiner notified co on 9/17/96.

Event description:
Medical examiner called and reported an accidental death due to asphyxiation. His report indicated a staff member inflated the cuff of the pt's tracheostomy tube while the pt was wearing the speaking valve. Death occurred due to human error per medical examiner and hosp contact. Medical examiner notified co on 9/17/96.